Event description:
In (B)(6), a surgeon from (B)(6) reported an increase rate in perforation fs 60 while creating icr channels. Claimed no loss of vision and in some eyes he made separate channels the same day. He admitted he never reported this to the MFR. Surgeon was contacted and reported that in 14 cases out of 950 the perforations were observed. This is a 1.5% perforation rate. All of them at the beginning of the intralase procedure when the intended depth was 90%. He reported that those numbers does not reflect an increased rate.

Manufacturer narrative:
(B)(4). Eval: info has been requested to the complaint reporter however, at the time of this report no add'l info has been received. As of the day of this report no pt identifiers have been provided. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.